Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a non-working mpu - abruptly stopping, was not observed or duplicated when the returned mpu was operationally checked. The unit was operated for several days. However, the mpu connector block and patient cable had animal bite marks on them. The bite marks on the connector block did not affect performance - due to connector block¿s molding around its circuitry. The bite marks on the cable pieced the outer jacket but there was no exposed internal wiring. The cable was manipulated while the mpu in use; there were no stoppages or alarms on the mpu. The returned mpu was not repaired ¿ it was scrapped by the customer. The patient received a replacement mpu. The mpu assembly was made in nov 2017. The unit was packaged and placed into stock on dec 21, 2017. The mpu was sent to the customer on jan 11, 2018. The unit had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook (doc # 10006136 rev a p.78) and the heartmate 3 lvas instructions for use (IFU) (document # 100169835 rev b p.3-35). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev a p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 power cable disconnected alarm) and the heartmate 3 lvas IFU (rev b p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-18 power cable disconnected alarm¿). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-37). The heartmate 3 lvas patient handbook (rev a) states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the patient the mobile power unit stopped working. A replacement was mailed to patient and the broken one will be returned for evaluation.